Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a patient was undergoing chemotherapy and had experienced an extravasation event. The patient had gotten up to go to the bathroom and pulled their IV tubing during the restroom trip, but failed to notify the nurse. The nurse checked the IV site and the pump stated the patient had seven (7) minutes remaining on the infusion. The nurse noted a plum sized red and raised area around the mediport and there was no blood return. During this event, the pump did not sense the pressure change. The pump was sent to biomed and tested and found to be in good working condition. It is noted that the bd alaris system is neither designed nor intended to detect infiltrations / extravasation and does not alarm under infiltration / extravasation conditions. Although the pump module has downstream occlusion detection, occlusion alarms do not detect or prevent infiltration.